Event description:
It has been reported to co that a split in the shaft of this device was detected during prep. There was no pt involvement. The device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed.